Manufacturer narrative:
(B)(4). Device currently unavailable.

Manufacturer narrative:
This report is filed december 17, 2013.

Event description:
Per the clinic, the patient developed a wound dehiscence, device extrusion, and infection around the implant site. On (B)(6) 2013 the patient was prescribed ciprofloxin 500mg two times per day and doxycycline 100mg every 12 hours. The issue did not resolve. Bactrim 800-160mg two times per day was prescribed on (B)(6) 2013. The device was subsequently explanted on (B)(6) 2013. The patient was administered IV antibiotics post explantation (type, dosage, and duration not reported). Device is unavailable for analysis as of the date of this report, (B)(6) 2013.